Event description:
Boston scientific received information from a health care provider that the programmer recorder monitor (prm) was not able to successfully interrogate this device. The pacemaker also implanted in this patient was successfully interrogated with no difficulties. A technical services consultant recommended using a magnet to locate the device and to ensure that the device remained functional. After magnet placement, if the device produced tones, the consultant recommended using the prm again and to select the software application. Additional information sought from the local area sales represenatative was unsuccesful. No further information was available. The device was later returned for reliability analysis.

Manufacturer narrative:
A review of device memory revealed that the device declared eri after experiencing two consecutive charge times greater than the eri charge time limit of 18 seconds. The device passed a series of diagnostic tests to assess the performance of defibrillation, pacing, sensing, high voltage shocking, and diagnostic recording functions. The device's monitoring voltage was normal based on therapy use and programmed settings. Charge times in excess of the 18 second eri charge time limit triggered eri earlier than expected. This was due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling.